Event description:
A (B)(6) male patient underwent tmr procedure on (B)(6) 2013 as an adjunct to CABG and atrial fibrillation was present on (B)(6) 2013.

Manufacturer narrative:
According to the report, a (B)(6) male patient underwent the transmyocardial revascularization (tmr) procedure on (B)(6) 2013 as an adjunct to coronary artery bypass grafting (CABG). Atrial fibrillation was present on (B)(6) 2013. The patient has a history of diabetes, a previous myocardial infarction, hypertension, a previous CABG procedure, and previous percutaneous coronary intervention. The tmr channels were delivered to the intended areas and no adverse events were reported during the procedure. All information indicates that the handpiece functioned correctly. A review of available records was performed for this event. Atrial fibrillation is a known, common, early adverse event following cardiac surgery. Up to 40% of CABG patients experience post-operative atrial fibrillation. Atrial fibrillation has also been recorded in tmr+CABG patients at around 24%, such as the patient in this event, and the occurrence of atrial fibrillation in stand-alone tmr patients is even lower, reported at 10%. Post-operative atrial fibrillation is usually benign and resolves within a short period of time, as appears to be the case in this event. The patient reported no angina during the 30-day follow-up visit.

Event description:
A(B)(6) male patient underwent tmr procedure on (B)(6) 2013 as an adjunct to CABG and atrial fibrillation was present on (B)(6) 2013.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.